Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a bolus anomaly on the insulin pump. Customer reported the insulin pump delivered the same bolus twice within 6 minutes of each other. The customer reported their blood glucose was 5.3 mmol/l at the time of incident. The customer also reported 16 units of active insulin was delivered to their body as a result. The customer was able to correct their blood glucose with food. Troubleshooting was not completed for the insulin pump. The insulin pump will be returned for analysis.